Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation st30 device. The manufacturer received information from the patient alleging death. Medical intervention was not specified. The manufacturer was made aware of this information through an unspecified clinic representative. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation st30 device. The manufacturer received information that a patient passed away. There is no allegation that the device contributed to the death. Medical intervention was not specified. The manufacturer was made aware of this information through an unspecified clinic representative. The device has not yet been returned to the manufacturer for evaluation. Three attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. Additionally, a correction to the prior report is as follows: this device falls outside the scope of the recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, as the manufacturing date is after april 26, 2021. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information related to a dreamstation st30 device. The manufacturer received information from the patient alleging death. Medical intervention was not specified. The manufacturer was made aware of this information through an unspecified clinic representative. The manufacturer's investigation is ongoing, and efforts are being made to retrieve additional information regarding the reported event.